Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the shunt sensor leaked blood. Less than 1cc blood loss. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
The actual device was not returned for evaluation; therefore, the complaint could not be confirmed. This complaint was initiated with 1124841-2013-00212 because they were from the same customer and same product lot. Four unopened samples were returned with that complaint; therefore, those samples were used for testing. The units were visually inspected and pressurized, but were found not to leak. The actual complaint sample for 1124841-2013-00212 was pressurized and found to leak. A review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100 percent leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. (B)(4).